Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "bad hygiene and sometimes just slip with the sterile procedure". The peritonitis was manifested by cloudy fluid. It was reported the patient was not hospitalized for the event. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and hospitalization were not reported. The patient was treated with unspecified antibiotics (intravenous) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.